Manufacturer narrative:
The monitor tech reported that the screen just shut off randomly. They were not sure what device it was. Tech support (ts) has called to follow up with the customer, but they were not able to speak to the caller. Another monitor tech answered, but they had no details and unsure what monitor they were referring to. Ts contacted the biomed, but they were unresponsive. This monitor is used with central nurse's station (cns) and the remote network station (rns), and as we are not sure what device failed this is being reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 06/02/2022 tech support called the customer but they were not able to contact the caller and another monitor tech did not know what issue this was regarding. Attempt #2: 06/06/2022 emailed customer via microsoft outlook for all items under the no information section. The biomedical engineer that we were told to contact stated they do not know about this issue. Additional device information: concomitant medical device contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The monitor tech reported that the screen just shut off randomly. They were not sure what device it was. Tech support (ts) has called to follow up with the customer, but they were not able to speak to the caller. Another monitor tech answered, but they had no details and unsure what monitor they were referring to. Ts contacted the biomed, but they were unresponsive. This monitor is used with central nurse's station (cns) and the remote network station (rns), and as we are not sure what device failed this is being reported. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the monitor tech reported that the screen on the central nurse's station (cns) spontaneously shut off. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that the issue was resolved and that the keyboard, video, mouse switch (kvm) was involved but did not disclose additional information. As there is no record of an exchange or repair having taken place for this event, the cause of the issue is unlikely to be related to a device malfunction. Possible causes may be related to use error or improper cable connection. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1: 06/02/2022 tech support called the customer but they were not able to contact the caller. Attempt #2: 06/06/2022 emailed customer via microsoft outlook for all items under the no information section. They stated they did not know about this issue.

Event description:
The monitor tech reported that the screen on the central nurse's station (cns) spontaneously shut off. No patient harm was reported.